Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure of the right ventricular (rv) lead, the patient went into symptomatic sustained ventricular tachycardia (vt). The patient was given amiodarone and external cardioversion occurred. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead remains in use no further patient complications have been reported as a result of this event.